Manufacturer narrative:
(B)(4). Investigation results: one light trail reusable 270um laser fiber was returned in one piece with the tip detached. The piece measured approximately 309.6 cm from the top of the connector to the distal tip. The fiber tip was fractured with a portion detached. The remainder of the tip was not returned. Functional analysis revealed that when the fiber was connected to the auriga laser console, the "attach fiber" message disappeared indicating that the fiber was recognized by the console. The console stated "applicator has been used zero times." The aiming beam exiting the distal tip was bright, clear, and slightly distorted due to the condition of the tip. Review and analysis of all available information indicated that the cause code for this event is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on july 9, 2019 that a light trail reusable 270um laser fiber used in a procedure performed on (B)(6) 2019. According to the complainant, the laser fiber was used for the second time and the aiming beam came out sideways near the tip. No patient complications were reported. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber tip detached.